Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a tactra malleable prosthesis is scheduled for revision surgery. According to the patient, their current urologist indicated that the tactra implant was placed incorrectly, resulting in a curvature. The physician recommended replacing the device with an inflatable penile prosthesis (ipp). No further patient complications were reported.

Event description:
It was reported that a patient with a tactra malleable prosthesis is scheduled for revision surgery. According to the patient, their current urologist indicated that the tactra implant was placed incorrectly, resulting in a curvature. The physician recommended replacing the device with an inflatable penile prosthesis (ipp). No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the mechanical issue was. Additionally, a batch number is not provided, therefore a DHR cannot be performed. The patient symptom of disfigurement is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.